Manufacturer narrative:
Final device investigation of the scalpel revealed the tissue pad was partially melted and part of the tissue pad was missing.

Event description:
It was reported that when the scalpel was used during surgery the device failed. Insulation broke off the device. The complaint did not specify whether the insulation fell into the pt or whether it was retrieved.